Event description:
The customer reported that the opcheck test failed intermittently. The symptom was later found to be a pads/paddles ECG test failure.

Manufacturer narrative:
(B)(4): the customer reported that the opcheck test failed intermittently. The symptom was later found to be a pads/paddles ECG test failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.